Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was sent off for repairs.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was no response when using the software. It was reported this was an intermittent issue. There was no patient present.